Manufacturer narrative:
Concomitant product/s: sigphandle sig power sigphandle handle lot/serial #:(B)(4); sigtrsb60axt sigtrsb60axt 60mm xtr thk r einforced rel lot/serial #:(B)(4); sigtrsb60axt sigtrsb60axt 60mm xtr thk reinforced rel lot/serial #:(B)(4); sigpshell sig power sigpshell control shell lot/serial #:unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while firing for the creation of the sleeve at the antrum of the stomach near the pylorus, the jaws of the reload locked on the tissue after completing the firing and would not open with proper usage of the toggle. The handle was removed from the adapter, the handle was then reattached to the adapter, but did not work. The handle was replaced and while gathering the new handle with the shell, the doctor was able to open the jaws, and the device was removed from the tissue. A new handle and new adapter were used to attempt the second firing. During the second firing, there was an excessive tissue thickness warning and attempted to wait and fire as fluid dispersed from the tissue. Due to the thickness of the reload fired over another reload, firing was not completed and had to abandon the fire and cut the remaining from the reload. The doctor then requested a manual handle and utilized the manual for the rest of the case with no issues. There was no patient injury.